Event description:
It was reported that a pt was treated with tissue plasminogen activator (tpa) followed by an angio-seal device deployment (date unknown) to seal the access site; hemostasis was achieved. The pt developed symptoms of lower extremity occlusion and underwent surgery; this was a potential expectation as the tpa had not been effective. In 2004, the pt was taken to surgery to bypass an occluded tibial vessel. During surgery, the physician reportedly removed a 5cm portion of the angio-seal arteriotomy locator from the superficial femoral artery (sfa); this was incidental to the initial requirement for surgery. The pt was reported to be recovering. The angio-seal device was deployed by a registrar (name not provided) under the supervision of a certified physician. Upon examination, the arteriotomy locator appeared to have separated at the site of the blood inlet holes. During the angio-seal deployment, the physician stated no one noticed a portion of the dilator was missing as it was withdrawn from the sheath and no resistance was encountered. The st. Jude medical sales rep has discussed the importance of angio-seal deployment being conducted by certified users. Training sessions have been scheduled.